Event description:
It was reported that during a lithotripsy procedure, the fiber tip was detached. The case was completed with a different device without patient complications. The patient condition following the procedure was stable.